Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) has an issue going from standby to start.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected data: e3, d4(UDI#). Updated data: b4, g3, g6, h2, h11.